Event description:
During a cataract extraction procedure, this phacoemulsification handpiece began to smoke in the middle of the handpiece where the surgeon was holding on to it. Another handpiece was used to complete the procedure.